Event description:
During an endovenous laser ablation procedure, the distal tip of the platinum bright tip laser fiber broke off in a vein in the leg. The tip was located using fluoroscopy and removed through a surgical incision. No further impact to the patient was reported.

Manufacturer narrative:
(B)(4).